Manufacturer narrative:
D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. E1. Initial reporter phone #: (B)(6). E1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that one (1) tube underfilled. There was no health impact or consequence reported.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that one (1) tube underfilled. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 retention samples by functional testing. The issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.